Event description:
During service, after starting vent on battery, then plugging ac in vent shuts down with alarms, external power led amber. Replaced the power board, due to integrated circuit u10, to correct the failure mode.